Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
It was reported that the device gets hot and does not run. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error and motor) due to the condition of the device, the reported event of "device gets hot... " could not be confirmed during evaluation and is most likely the result of use error. The complaint of "device... Does not run" was most likely due to motor failure.